Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54mm in diameter abdominal aortic aneurysm. At implant, the diameter of the non-aneurysmal neck of right iliac artery was 21-15mm. The right femoral artery measured 11mm in diameter. The right iliac was severely tortuous with 10 percent stenosis. It was reported that a CT with contrast found the right common iliac artery has expanded to 30mm in diameter with a distal type I endoleak coming from the right side. No intervention was performed. No clinical sequelae were reported and the patient is being monitored by the physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.